Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had discoloration inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material observed in the light guide lens was unable to be identified. Therefore, the root cause of the reported events is unable to determined. However based on the results of the investigation, a humidity could have invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected by following the instructions for use (IFU) which state: -detection methods are written in instructions for use: evis lucera jf/tjf type 260v operation manual: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.